Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned, analyzed and no anomalies were found. It was noted that analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant medical products: 693558 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to oversensing of noise on the pace/sense portion of the right ventricular (rv) lead. Prior to device replacement the detections and high voltage portion of the ICD were programmed off. The rv lead was partially explanted and replaced as well. No patient complications have been reported as a result of this event.